Manufacturer narrative:
The reported issue that the lvp display board had a dim segment could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris pump module is typically used for treatment. A review of the device history record showed the device had a manufacture date of (B)(6) 2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 track wise which confirmed similar complaints with the same or related failure mode. There was no patient involvement. The file may be closed based on the above facts. Reportability reviewed with new MDR guideline 1502-004-000-swi revision 02.

Event description:
Prp - dim display segments-- order (B)(4). Npr - no product returned. It was reported that lvp display board needed to be replaced for a dim segment. There was no patient involvement.